Manufacturer narrative:
Investigation summary: scope of issue: the scope of issue is only limited to bd facs lyse wash assistant, part#: 337146, and serial#: (B)(6). Problem statement: customer reported an issue regarding contamination resulting in sample carryover. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 19jan2021 to 19jan2022. Complaint trend: there are 4 complaints related to the issue of carryover; date range from 19jan2021 to 19jan2022. Manufacturing device history record (DHR) review: DHR part#: 337146, serial#: (B)(6), file#: (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the carryover between sample tests was due to worn fittings. The customer had initially sent an email describing their issue and requested for a service quote. They reported that the lwa was not dispensing correctly and dh20 was contaminating the sample. When the service quote was approved an fse (field service engineer) was sent onsite to inspect the instrument. An air leak was discovered from a worn fitting and the fse replaced the pm kit (pn: 64971307) and 2 fittings (pn: 346409). They then performed a system qualification per the lwa service manual and tube reliability test which passed. No parts were requested for evaluation as the replaced fitting is not returnable and was discarded. After the repair the instrument was tested and functioning as expected. The customer confirmed that this instrument was not being used for clinical diagnoses and thus no patients were affected by this event. Proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; bd facs¿ lyse wash assistant system instructions for use, #: 23-11113-01 rev. 1/vers. A. The safety risk is moderate, s3, and there was no impact to patient health or safety. Service max review: review of related work order#: (B)(4), case#: (B)(4). Install date: on (B)(6) 2014. Defective part number: 64971307 - kit upgrd pm lwa. Work order notes: subject / reported: from e-mail: our lyse wash assistant sn#: (B)(6) is not dispensing correctly it seems the dh20 is contaminating our sample. Problem description: from e-mail: our lyse wash assistant sn#: (B)(6) is not dispensing correctly it seems the dh20 is contaminating our sample, I would like to put in for a service request to get a service engineer. Our contract has expired and I will need a service quote. Work performed: replaced pm kit p/n: 64971307. Replaced x2 346409 (customer inventory) due to slight air leak. Performed system qualification section 9 of the lwa service manual rev.4. 40 tube reliability test passed successfully. Cause: air leak. Solution: pm performed. Internal notes: (B)(6) on (B)(6) 2022 20:18:02z: further action, part-not in car stock. T-4240-003-01 - pressure meter (expiry 26feb2022) used; t-000010 - digital multimeter fluke generic (expiry 10/27/2022) used (unable to add line to wo). (B)(6) on (B)(6) 2022 21:48:47z: further action, part-not in car stock. Air valve stack elbow fitting and moisture trap elbow fittings ordered. Returned sample evaluation: a return sample was not requested because the replaced parts are not returnable and were discarded. Risk analysis: risk management file part#: 337146ra, rev. 02/vers. C, bd facs¿ lyse/wash assistant risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes, no. ID: 3.1.6. Hazard: loss of samples. Cause: bad connector. 2. Overheated components. 3. Insufficient electrical grounding. Harmful effects: delayed results. Risk control: replaced fci connector with improved molex connector. Added cooling fan and vent holes to the reagent door assembly which resulted in 20 degree reduction to door internal temperature. Added ground cable between reagent door and main chassis to complete chassis ground connection to door. Implementation verification: reliability testing in sv lab¿ protocol gppd0010-03 rev a. Effectiveness verification: system level reliability test protocol and report. Probability: 1. Severity: 3. Risk index: 3. Residual risk evaluation: a. New hazards: none. Mitigation(s) sufficient: yes, no. Root cause: based on the investigation results, the root cause of the carryover between samples was due to worn fittings. Conclusion: based on the investigation results, the root cause of the carryover between samples was due to worn fittings. The fse confirmed the issue and replaced the pm kit and worn fittings. After the repair the instrument was inspected per the service manual, tested, and confirmed to be functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the erroneous results. The safety risk is moderate, s3, and there was no impact to patient health or safety.

Event description:
It was reported that dh20 contaminated the bd facs¿ lyse wash assistant sample and prevented it from dispensing correctly. There was no adverse patient impact. The following information was provided by the initial reporter: "our lyse wash assistant sn#: (B)(6) is not dispensing correctly it seems the dh20 is contaminating our sample" "are you using this product for clinical diagnostic test? No. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Leak (if yes explain)? No."

Event description:
It was reported that dh20 contaminated the bd facs¿ lyse wash assistant sample and prevented it from dispensing correctly. There was no adverse patient impact. The following information was provided by the initial reporter: "our lyse wash assistant sn# (B)(4). Is not dispensing correctly it seems the dh20 is contaminating our sample." " are you using this product for clinical diagnostic test? N. Were erroneous results reported and used to treat a patient? N. Was there any injury or potential injury? N. Leak (if yes explain)? N."

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.